Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to inability to retrieve pump logs.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly multiple times in the past month. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to turn the pump on by connecting the pump to a power source. The customer reported that the pump would continue to be used for insulin therapy.